Manufacturer narrative:
The intraocular lens (iol)was returned to the manufacturer. Visual inspection showed that the returned sample was covered with contaminations, no optical deviations on the optic could be found.the iol passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process. All pertinent information available to the manufacturer has been submitted. (B)(4): placeholder.

Event description:
It was reported that an intraocular lens (iol) was removed and replaced after the doctor noted that it was not sitting correctly. The incision was enlarged for the explant process. In follow up it was learned that the incorrect inserter and cartridge were used in the initial procedure. The doctor subsequently requested a different inserter and cartridge and a second lens of the same model which were implanted sucessfully. The patient is reported to be doing well.

Manufacturer narrative:
(B)(4): batch records were reviewed and showed no deviations. Diopter measurement records were verifired and were found to be within specifications.all pertinent information available to the manufacturer has been submitted. (B)(4): placeholder.